Event description:
The following was reported: the evita 2 dura was ventilating the pt in CPAP/asb. At approx 8:48 pm the pt monitor alarmed for bradycardia. The staff performed resuscitation on the pt and realized in parallel the inexplicable standby status of the ventilator. Device was switched back to active ventilation and operated under constant supervision until a replacement device was available in the next morning.

Manufacturer narrative:
The log file analysis revealed that the pt had been ventilated for several days in assisted spontaneous breathing mode before the device has been switched to standby approx 1 hour prior to the execution of the bradycardia alarm. When the user pre-selects the switching to standby, a high-priority alarm is given that needs acknowledgement by a special key other that the normal 2-minute-alarm-silence key in standby mode the device opens an emergency breathing valve allowing the pt to breathe through it. No technical errors have been found in the log and the relevant keys of the user interface have been inspected for potential sources of malfunction. No deviation has been observed. No indication has been found which reasonably suggested that the device was put to standby by other means than by operator input. Drager medical has later received the info that a staff member admitted responsibility for switching the device to standby.